Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the user lowered a non-philips operating theater table without the mobile philips bv pulsera c-arm being fully removed from underneath the table. This resulted in the philips mobile system tipping over. The philips mobile system and the non-philips table movements are independent and isolated from each other. Based on the results of the investigation, philips has concluded that the philips mobile system was working as intended and that this event as not reportable. The codes were updated based on the investigation outcome. (Device) problem code grid, patient outcome code grid & health impact grid code was corrected.

Event description:
It was reported to philips that the user lowered the table of a bv pulsera system without the c-arm being fully removed from underneath the table. This caused the c-arm to be bumped and tip over. As a result, the technologist¿s left ankle was reported to be degloved and require 22 stiches to repair the skin. Stiches were removed after approximately one week and there was no lasting effect or impact to the technologist¿s health. Furthermore, it was confirmed that there was no impact to the patient. The procedure had already been completed when the incident occurred and hospital staff were taking the patient off of the table. A philips field service engineer (fse) inspected the system onsite and repaired the steering system that slid due to the c-arm physically tipping over. The system was returned to use in good working order.